Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that, during implant, the right ventricular (rv) lead was visualized with blood underneath the insulation after the lead was sutured down. The blood was between the suture sleeve and the infurcation of the lead. The physician was advised that it could be a tear in the insulation and a replacement of the lead could be considered. The physician choose to leave the lead due to the difficult placement and overall time of the procedure. All numbers for sensing, impedance, and thresholds were within normal limits. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.